Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to medical services that the patient was in the hospital and the nurse used a pleurx bottle to drain the patient. The patient is now home and the home health nurse is unable to drain the aspira pleural catheter. Advised the nurse to occlude the catheter with the slide clamp and contact the physician.